Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. See b5 for additional information. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 2.0.1700. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving clonidine, sufentanil, and dilaudid via an implantable pump for non-malignant pain. It was reported that ever since their new pump was put in, it has been slow to deliver a bolus. An agent walked the patient through clearing the data on the handset. The troubleshooting steps resolved the issue and the patient was able to receive a successful bolus.